Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 2,000 mcg/ml fentanyl at a dose of 674.8 mcg/day, 2.9 mg/ml dilaudid at a dose of 0.9784 mg/day, and 30 mcg/ml clonidine at a dose of 10.121 mcg/day via an implantable infusion pump for non-malignant pain. It was reported that on (B)(6)2017 the patient had erosion by the incision from when their pump was implanted on (B)(6)2017. It was reported that the patient was "tweedling at incision site" was a factor that may have led or contributed to the issue. As an action/intervention the patient was scheduled for pump removal and the pump was to be placed at a new pump site. The issue was not resolved at the time of this report and the patient's status was "alive- no injury". The patient's medical history included diabetes.